Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. The fse advised the customer to swap positions of solenoids 2 & 4. The customer was able to identify the source of the error as a sticking solenoid. Once the solenoids had been swapped, the unit began working properly. Per the customer, the unit was verified with rigorous testing and is currently back up and running. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a proximal pressure sensor autozero failed. There was no patient involvement.